Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly undergoing ear canal closure secondary to ear canal infection.

Manufacturer narrative:
The recipient underwent the procedure on (B)(6) 2022. The recipient's infection not believed to be device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section d.4, h.10, h.4. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.